Event description:
When a physician used the subject device for a laparoscopy-assisted distal gastrectomy, the physician used the subject device on blood vessel and lose blood. For bleeding was plenty, the physician gave a blood transfusion. The physician replaced the subject device with a different unit of same model. The procedure was completed as scheduled.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that there was a burn to the probe and there was not a scratch. Also there was a burn to the (B)(4) pad and there was not a worn pad. The subject device could activate output. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that a bleeding, which need a blood transfusion, occurred because the physician cut the blood vessel without adequate measure of hemostasis. This report is being submitted as a medical device report in an abundance of caution.